Manufacturer narrative:
(B)(4). The device was received for sample evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed with no issues noted. Upon conclusion of the investigation, the device met product specifications, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. It is unknown if the patient was connected at the time of the alarm. This occurred during an unknown stage of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.